Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2017 with the following findings: investigation showed that the battery compartment was cracked between the bumper pad and the cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 10/16/2017.